Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with a low hemoglobin and elevated lactate dehydrogenase of 1700 u/l (baseline of 300¿s u/l). On admission, the patient¿s inr was 2.6 (goal 2.0-2.5). An echocardiogram performed on (B)(6) 2018, revealed that the aortic valve was opening with each cardiac cycle and left ventricular systolic function was severely reduced with an ejection fraction of 15 percent. In addition, the echocardiogram showed that the right ventricle was mildly dilated, right ventricular function was mildly decreased, there was mild aortic regurgitation and there was mild to moderate mitral regurgitation. The patient was reportedly started on integrilin but then switched to comfort care shortly afterwards as the patient was not a surgical candidate. The patient expired on (B)(6) 2018 due to heart failure and suspected pump thrombosis. The pump was not explanted and therefore will not be returned for evaluation. No additional information was provided.